Event description:
Yankauer used during surgery broke during procedure (3 total for a week period all from ortho packs), all pieces retrieved. Per site reporter: medline will follow-up with medtronic (manufacture of yankauer suction).